Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (type of investigation code must be removed). Additional information added to fields d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the reported fault patterns indicate a cause most likely attributable to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope lens was broken. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. Were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.